Event description:
Additional information received reported there was a prophylactic replacement. It was noted it was not due to the product's fault. It was stated the surgeon was unsure why the placement was too anterior. It was noted the patient had health issues that were unrelated to the deep brain stimulator (dbs) initial procedure and they were unable to be re-implanted until the day of report. It was stated the implantation was successful. It was noted the explant was already reported.

Event description:
It was reported, the patient never had a therapeutic effect. It was further reported, the patient was scheduled to have their lead removed four days after report due to it having been implanted too anterior. It was stated, there was no issue with system failure and that the patient was not getting the benefit she needed due to the lead implant. It was noted, the patient¿s physician had been aware of the condition since the initial implant and that they thought it was medication and had performed multiple reprogramming without benefit. It was reported a new lead would be implanted about one month after the patient¿s first lead was explanted. It was noted, the patient¿s extension and implantable neurostimulator (ins) would be left intact. Additional information reported that initial and follow-up programming was performed and it was determined ¿there was no therapeutic benefit or tremor suppression.¿ a CT scan was performed and indicated the placement was ¿anterolateral.¿ it was noted no malfunctions were seen. Regarding the scheduled lead explant, it was noted, the surgeon would ¿try to move the lead a little posteriomedial and check for tremor suppression.¿ it was further noted that if there was none, the lead would then be explanted and the patient would be reimplanted in 2014 (B)(6). It was reported, the patient was ¿fine¿ and receiving ¿no therapeutic benefit¿ at the time of report. Additional information reported the operating surgeon ¿tried to move the left lead posterior by a couple mm and did have some tremor suppression, but not enough to warrant leaving the lead in.¿ it was noted the lead was explanted and the patient was scheduled for reimplantation on 2014 (B)(6). A supplemental report will be filed if additional information is received.

Event description:
Additional information received reported that the patient was not reimplanted. It was noted that the patient had seizure like issues prior to surgery. It was noted that surgery was cancelled and had not been rescheduled. It was noted that the reporter was unsure if it would be rescheduled at all. It was noted that the activity was not related to the prior implant.

Manufacturer narrative:
Product ID 3389s-40, lot# va0cltx, implanted: 2013 (B)(6), explanted: 2014 (B)(6); product type lead product ID 37642, serial# (B)(4); product type programmer, patient product ID 3708660, serial# (B)(4), implanted: 2013 (B)(6); product type extension. (B)(4).